Manufacturer narrative:
One physical sample with lot number 2402606164 was received for investigation. The sample was visually inspected, and the reported condition was confirmed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, a definitive root cause could not be determined at this time. However, actions have been implemented to address the reported condition. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported that they removed feeding tube from packet and wrapped around finger to insert in newborn and the tubing broke into two pieces. There was no harm reported.